Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer surgical cable had no detection or stimulation and would not make lead measurements. The status of the cable is unknown. No patient complications have been reported as a result of this event.